Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] underwent placement of a cook gunther tulip vena cava filter on or about (B)(6) 2010. This eventually resulted in pain, suffering and economic loss, including, but not limited to, the eventual hospitalization and removal of the device". Patient outcome: it is alleged that "[pt] suffered permanent and continous injuries, pain and suffering, disability and impairment. [Pt] has suffered emotional trauma, harm and injuries that will continue into the future. [Pt] has lost her ability to live a normal life, and will continue to be so diminished into the future".

Manufacturer narrative:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc.

Event description:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). (B)(4). Summary of investigational findings: it is reported that the filter placement eventually resulted in pain, suffering and economic loss. However, since no imaging is provided it would be inappropriate to speculate at what may or may not have caused the reported pain and also it is unknown if the pain is directly related to the filter. Cook will reopen its investigation if further information is received. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.